Manufacturer narrative:
The reported event could be confirmed based on the information provided. It has been confirmed by the user that the reported event is not related to the product itself. Therefore, no device inspection would have been necessary. Based on investigation, the root cause was attributed to an user related issue. The hcp failed to properly follow the instructions and forgot to use the set screw, which is clearly stated as mandatory. As a reminder, the instructions for use clearly state that: ¿the set screw must be used. The use of the set screw is not an option.¿ the lot number was not communicated, but the event is not related to the implant itself, therefore, no product history review would have been necessary. The labelling review confirmed the off-label use. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device not returned.

Event description:
As reported: "after completion of an orif implanting gamma3 in right femur for proximal femoral fracture on (B)(6) 2023, the doctor realized he forgot to use the set screw in the surgery."

Event description:
As reported: "after completion of an orif implanting gamma3 in right femur for proximal femoral fracture on (B)(6) 2023, the doctor realized he forgot to use the set screw in the surgery."